Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with symptoms of coughing and shortness of breath post urgent abdominal surgery. Upon interrogation it was thought that the device was tracking the patient's atrial tachycardia. It was noted that the patient's symptoms became worse during one of the high pacing episodes as the patient was having lung congestion with sinus tachycardia post operation. It was determined that the reductions in heart rate were due to the search av function. The pacemaker was reprogrammed with av search off and to pace and sense in the ventricle only. Following the programming there were 16 pacing spikes in two seconds on the surface electogram. Boston scientific technical services (ts) was consulted and discussed it could also be due to spike enhancement feature on telemetry as the device would not be able to send out pacing pulses that fast. The medical professional discussed this with the physician who agreed it was likely telemetry artifact. The pacemaker remains in service and no additional adverse patient effects were reported.